Event description:
It was reported that the vns patient was experiencing pain, bruising and flushing at the generator site. Clinic notes were received indicating that the physician disabled the device during an office visit on (B)(6) 2015. The bruising reportedly improved following device disablement. The patient's device was tested and showed normal device function. Patient trauma is not believed to have caused or contributed to the event. No medication changes preceded the onset of the event. The surgeon was unsure of the cause of the event, but elected to pursue surgery. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the patient continued to experience pain at the generator site following replacement surgery. The explanted generator was returned to the manufacturer for analysis. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Monitoring of the device output signal showed no signs of variation in the pulse generator&#38112;output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient reported that the generator and lead were explanted and the doctor and patient were awaiting the results of product analysis by the manufacturer. It was also reported that part of the lead insulation had come loose which is captured in mfg report # 1644487-2018-00670 as there is no indication that the lead insulation coming loose is related to the patient's adverse events captured in this report. The product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported that this patient's explant surgery has taken place and their explanted products were discarded after surgery. No other relevant information has been received to date.

Manufacturer narrative:
Currently implanted device, brand name: pulse gen model 103. Currently implanted device, model #: 103. Currently implanted device, serial (B)(4). Currently implanted device, lot #: 203318. Currently implanted device, expiration date: 02/09/2017.

Event description:
The patient reported that they have a bruise over their generator, and stated that their doctor was thinking about removing the device. Additional information was received from the doctor that there was no trauma that the patient or caregiver know of or reported to the doctor. The doctor us unsure of the cause of the bruise. The device has been disabled since the patient¿s most recent generator replacement surgery in 2015 due to painful stimulation. An x-ray was performed indicating no issues or abnormalities were present. It was reported that the doctor will be explanting the vns device for patient comfort reasons. It was stated that the bruising went away, but then came back, and the patient continues to complain about pain around the generator site, and the patient has now developed a knot under their incision at the generator site. The bruising, pain and the mass that has developed under the generator incision site is occurring with a newly implanted generator that was implanted in 2015, but is a continuation of the events the patient experienced with their previously implanted generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The lead and generator have been received by the manufacturer for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and generator settings and proper functionality of the pulse generator to provide the appropriate programmed output currents were verified. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. No performance or any other type of adverse condition found with the pulse generator. The lead also underwent product analysis which is captured in mfg report # 1644487-2018-00670. No other relevant information has been received to date.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2015. Follow-up revealed that the patient was doing well following replacement surgery. The explanted generator has not been returned to date.